Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, moisture was found behind the display lens. The pump was unresponsive with no auditory or vibratory alarms, and a blank display screen. The allegation of a blank display with moisture was duplicated. The leak test failed due to a display lens leak. The pump cover was removed and internal moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.